Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was fired with a green load on the third or fourth firing. After the surgeon removed the device, the staple line was mangled and malformed staples. The cut line was fine. The staple line was cut out with no consequence to the patient. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the long45a device was received in good visual condition and with two reloads present. Reload (b) was received fully fired and with the spring lockout normal. Reload (c) was received unfired. The device was tested for functionality with the returned reload (c) and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Reportedly, a shock therapy was delivered but the corresponding episode was not available in ICD device memory upon interrogation. Some other memory data were not available, such as the heart rate curve. The pt was kept in intensive care until clarifications whether the delivered shock was appropriate or not, were provided. Preliminary analysis reveled that memory data were more likely not programed during the previous follow-up.